Manufacturer narrative:
The conclusion of the investigation is that the analyzer worked as intended. Reported attempts at reproducing the measurements to an acceptable degree fail. Checks by repetition of sample and measurement e.g. On cobas analyzer shows a significantly different result. This characteristic pattern is found in data logs seen across instruments, sensor cassettes and solutions packs. It is the investigators understanding that the hospital has two neonatal departments. Only one department has this problem (check of data 1 year backwards). Furthermore, radiometer visited the hospital. A possible root cause, which may explain results is contamination / pre-analytical error. This could e.g. Explain lack of reproducibility and that only small volume capillary samples are affected. Component code 4756 used as there is no malfunction.

Event description:
Because of the complaint with MDR reference 3002807968-2021-00048, the customer has searched for patient results for the abl90 flex plus analyzer with a k higher than 6,5 mmol/l at the same time where lac is higher than 3,5 mmol/l. They have searched one year back and came up with 18 patient samples, where they suspect false high k, lac and sometimes ca results. One other specific example on the discrepant result is: sample # (B)(6) run on instrument r0265n0004, on (B)(6) 2021, at 08:56. K is: 8,4 mmol/l, ca 1,47 mmol/l, lac 5,9 mmol/l. New sample run on the same instrument at 11:29 (sample ID #(B)(6)) k 5,0 mmol/l, ca 1,34 mmol/l, lac 1,5 mmol/l. Based on the measurement results of sample #(B)(6) the customer considers the measurement results from sample #(B)(6) as false high. No reports of death or serious injury.

Manufacturer narrative:
This case is related to the complaints with MDR references 3002807968-2021-00047 and 3002807968-2021-00048.